Event description:
While troubleshooting a hemoglobin (hgb) background issue the field service engineer (fse) found the coulter lh 750 hematology analyzer was failing latron verification. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/24/2015. The fse found the instrument was failing latron verification. The fse replaced the light scatter preamp, which repaired the failing latron verification. The repairs were verified per established procedures. (B)(4).